Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fph in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed no damage was found to any of the breathing circuits or the dryline. The leak test revealed severe leakage was found on the subject breathing circuit and was outside the specification. A waterbath test also showed that the leak was from the duckbill. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt225 infant bias flow breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt225 infant bias flow breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt225 infant bias flow breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.